Event description:
The pt was bearing down as if to stool and the mic-key button came out of the pt. Upon retrieving the button, this nurse noted that the balloon from the button appeared to be popped. The rn from the team was notified, who instructed this nurse to page the surgery team. The surgery team was notified, who then came to the bedside to replace the button. The button was filled with five ml of sterile water. After replacing the button, a kidney, ureter and bladder (kub) xray with contrast was ordered to check for replacement. The pt's vitals were stable throughout the entire event and appeared to be in no distress. It was also reported that a couple of weeks ago, a float pool nurse had done teaching with the parents about how to replace the button if it fell out at home. The float pool nurse physically took out the mic-key and showed the parents how to replace it with a new one. It is unknown to this nurse if a kub with contrast was ever ordered to check for replacement of the new button or how much sterile water was used to fill the button.